Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 600 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support (cts) it was found that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin and the cartridge was reused. Cts educated the customer on insulin labeling.